Event description:
Customer reported a malfunction on the pump, which was displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. Additionally, they advised the customer to try using another charging cord to resolve the issue with the pump not shutting down.